Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had button error alarm and no delivery alarm. The blood glucose at the time of the incident was 100 mg/dl. The customer states the pump was vibrating and alarming button error. Troubleshooting was performed for the no delivery alarm and was able to prime without an alarm. However there was no troubleshooting performed for the button error. The device will not be returned for analysis.